Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's ((B)(6)) ipg replacement procedure (reference MFR. Report#: 1627487-2016-01351) on (B)(6) 2016 lead diagnostics revealed high impedance measurements. In turn, an additional surgery was undertaken on (B)(6) 2016. During the additional procedure, diagnostics testing identified high impedance measurements on one of the patient's leads. As a result, the physician explanted and replaced the patient's lead which resolved the issue.

Manufacturer narrative:
H.10 (corrected data): further investigation revealed the patient was implanted with one octrode lead and one lamitrode lead. The patient's octrode lead was explanted and the lamitrode lead remained implanted.

Event description:
Further follow-up revealed, the patient has two leads with the same lot number. One lead was explanted and the other lead remains implanted.